Event description:
It was reported that the bd alaris medical infusion system administration sets broke at the filter causing a leak. The following information was provided by the initial reporter: verbatim: incident or problem information. Incident details: IV line broke at the filter leaking fluid onto the infants bed and floor.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary one sample of material number 10010454 was received for quality investigation. The customer complaint of component damage - leak - filter damage was verified by investigation. The sample received was first visually inspected for component damages. There were no obvious damages that could be identified visually on the assembly. The infusion set was then primed, and a simulated infusion was conducted. There were two visible locations of leakage identified during the simulated infusion. The first location of leakage was at the filter inlet vent. Liquid was seen slowly leaking from the inlet port vent. The second location of leakage was noticed coming from the blue insert of the y-site smartsite, distal to the in-line filter. Leakage was observed coming from a microscopic hole on the face of the blue smartsite insert. A device history record review for model 10010454 lot number 23025221 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was conducted at the smartsite manufacturing location to determine the root cause for the hole discovered in the smartsite. The manufacturing process and quality inspection methods were tested and reviewed to determine if a failure of the smartsite would be identified. Based on the findings of the inspection, the root cause for the hole in the smartsite was not determined to be due to the manufacturing and assembly process. The probable root cause for the hole in the smartsite is that the smartsite was accessed with a sharp or incompatible male luer. An investigation of the filter was conducted at the filter manufacturing facility. Evaluation of the sample submitted initially showed signs of leakage at the filter vent, however, after treatment of the filter the initial leakage seen during the investigation was corrected. The root cause for the leakage at the vent of the filter could not be determined, however, if the filter is used with lower tension fluids that contain elements of alcohol or lipids, leakage at the vent may occur.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration sets broke at the filter causing a leak. The following information was provided by the initial reporter: verbatim: incident or problem information. Incident details: IV line broke at the filter leaking fluid onto the infants bed and floor.